Event description:
It was reported that the pump housing surrounding the usb port was damaged, resulting in charging problems. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.